Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that some of the buttons of the insulin pump were not responding. The customer¿s blood glucose level was 86 mg/dl. Customer stated that the b button was not responding and time clock was advance. Customer also stated that the insulin pump had cracked on the battery compartment. Troubleshooting was performed for button error and damaged. Customer was advised to discontinue use of the insulin pump, revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.